Manufacturer narrative:
Medwatch report: 400300000-2020-000011 was received 15jul2021. Manufacturer's investigation conclusion: the distal end of the patient's driveline was returned after a driveline repair on 29jan2021 (reported under MFR# 2916596-2021-00566). Evaluation of the driveline confirmed the reported superficial jacket damage requiring rescue tape application; however, a cause for the damage could not be conclusively determined through this evaluation. Multiple attempts regarding the reported event were sent to the account; however, no additional information was received. The patient is ongoing on heartmate ii left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device history record for the driveline serial number (B)(6), document, was also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Additionally, "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. ¿equipment storage and care,¿ provides information on driveline care and cleaning under ¿care of the driveline.¿ the user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damage). Heartmate ii patient handbook, is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care.¿ if driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
User facility medwatch received reported that the patient's driveline was repaired with repair tape and afterwards was intact.